Manufacturer narrative:
This is a similar device report, a similar device of the reported device was sold to us; the reported device is not marketed in the us. Investigation results: visual inspection: aesculap ag received the products without original packaging in used condition. Other broken part is missing. The fixer shows an inconspicuous processing pattern. The fracture point is smooth, clean and evenly structured. The microstructure also shows an even grain distribution. The outer edge is slightly shaded, which indicates uniform tempering. From a technical point of view, the fuser is without abnormalities. Hardness test results were within full specification. Batch history review: due to the circumstance that the batch number remained unknown, a batch-related review of the complaint history was not possible. Even after good faith attempts for retrieval, no further information could be received. Conclusion/preventive measures: based on the information available, it is not possible to determine a definitive root cause. The case cannot be fully evaluated without the broken end piece, as the cutting edges cannot be examined. There is no indication for a material-, manufacturing- or design-related failure. An internal risk assessment was initiated (aesculap ag reference no. (B)(4)) to evaluate the reported failure mode and to identify potential preventive measures aimed at minimizing the likelihood of recurrence. The assessment concluded that the device maintains a favorable benefit - risk profile. The manufacturer will continue to actively monitor its post-market surveillance (PMA) system, including vigilance data and trend analyses, to promptly detect and respond to any emerging risks or patterns associated with the device. Based on the current evaluation and in the absence of a broader trend or systemic issue, the initiation of a field safety corrective action (fsca) is not warranted at this time.

Event description:
It was reported that there was an issue with product np1012r - pin f/2-pin transm.fixati.d3.2mm wl70mm. According to the complaint description, orthopilot was used to complete the implantation during the knee surgery. When the pin which had been placed on the proximal side of the tibia was removed, it broke and part of it remained in the body. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on review of the applicable risk analysis. Additional information was not provided but has been requested. The malfunction is filed under aesculap ag reference no.(B)(4).